Event description:
As per pss implant request: instability post right gmrs hinged knee. Patient complains of hyper extension in stability. Currently has a standard bumper and has approximately 5 to 7°. Hyper extension clinically. Aim to reduce hyper extension by custom bumper.